Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser had low power when operating with the slit lamp. This was noted before surgery with no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The adaptor and the fiber optic were replaced to address the issue. The system was tested and found to meet product specifications. The laser manufactured on november 4, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a nonconforming adaptor and a damaged fiber optic. However, how and when the parts became nonconforming cannot be determined conclusively. (B)(4).